Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9736113, version #: 1.0.5. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, after setting up network information, the navigation system loaded to the ubuntu grub menu and had a blinking cursor. It was reported that troubleshooting resulted in the system not fully booting and stopped at a screen with white text. It was reported that a hard reboot of the navigation system restored functionality. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.